Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt showing wires) has been confirmed. Upon evaluation, the trunk cable was pulled from the distribution node, and wires were exposed. The belt could not recognize a monitor connection. The cause for the pulled cable cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the pulled cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that one of the wires leading from the tactile alarm was exposed. The pt was issued a replacement electrode belt.